Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The device was returned with a carton and pouch. The labeling on the hub, pouch, and carton all matched. There were numerous kinks. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. The marker bands on the device were measured at 8mm from the proximal end to the distal end. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The balloon was measured after inflation and the distance between the cone transitions was 8mm. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported incorrect device.

Event description:
It was reported that incorrect labeling occurred. The target lesion was located in the left main artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation under radiography, it was noted that the size of the device was more than what the package label indicated. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that incorrect labeling occurred. The target lesion was located in the left main artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation under radiography, it was noted that the size of the device was more than what the package label indicated. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.